Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. No pt or staff injury was reported.

Event description:
The customer reported that the 7900 system's x-ray grid was damaged. No pt injury was reported.